Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment on guidewire occurred. An angiojet solent omni was selected for a thrombectomy procedure in the superficial femoral artery. During the procedure, there was a lot of trouble backing the catheter off of the non-bsc guidewire. The catheter got stuck on the guidewire. Once the catheter was pulled back and removed as one unit with the guidewire, another run was made. It was then noted that there was a hole in the distal end of the catheter. No kinks were noted. The procedure was completed with a different catheter and a different guidewire. There were no patient complications and the patient's status is fine.

Event description:
It was reported that catheter entrapment on guidewire occurred. An angiojet solent omni was selected for a thrombectomy procedure in the superficial femoral artery. During the procedure, there was a lot of trouble backing the catheter off of the non-bsc guidewire. The catheter got stuck on the guidewire. Once the catheter was pulled back and removed as one unit with the guidewire, another run was made. It was then noted that there was a hole in the distal end of the catheter. No kinks were noted. The procedure was completed with a different catheter and a different guidewire. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system with an unidentified .035 inch guidewire inside of the shaft of the catheter. The effluent/supply line, shaft and tip were microscopically and visually inspected. Blood was present outside and inside the device and in the attached waste bag, when received. Microscopic and visual inspection of the device revealed numerous kinks throughout the device. There was a kink with a hole in the shaft, 44.7 cm distal of the strain relief. There were no other holes or damage to the device. The entire length of the hypotube was twisted inside the shaft of the catheter around the guidewire. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and in thrombectomy mode. The device ran within normal range (10.02 kpsi), with a leak from the hole in the shaft. An attempt to remove the guidewire from the solent omni was performed; however, due to the hypotube being wrapped around the guidewire, it was unable to be removed. Inspection of the remainder of the device presented no other damage or irregularities.